Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger; UDI#: (B)(4), h3. Analysis of the recharger found non-conformances. The recharge antenna got hot at the donut end after running it. The recharge antenna failed with a "no device found" message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that she is having trouble charging the internal stimulator. Pt stated she was charging the implanted neurostimulator and it would not take the charge. The patient stated the whole thing went kapooey and she got a message to call medtronic. Patient service specialist asked what the message was and patient stated it said something about a failure. Patient service specialist had patient connect the recharger cord to the controller and patient reported seeing the no device found message. Patient services (pss) walked the pt through passive recharge mode. Patient stated she is seeing 0 low, the middle number is at 0 and 68 high. The pt's recharging belt was also damaged. The issue was not resolved. A replacement recharger (rtm) and belt were sent out. No symptoms were reported.